Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: physio-control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control evaluated data downloaded from the customer's device and verified the reported issue. Physio evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.